Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 1 month ago. (MFR 2953200-2010-02287) vessel morphology was reported as mildly calcified, and severely tortuous with 60 degrees bends. There was an iliac aneurysm measuring 16 mm in diameter. It was reported that a reliant balloon was used to model the iliac stent graft. The reliant balloon was within the iliac stent graft when it was inflated with the use of a 30 cc syringe with 70% saline and 30% contrast solution and upon inflation the iliac vessel was perforated. (MFR 2953200-2010-02288) the physician implanted an iliac stent graft extending down to the level of the hypogastric artery and perforation was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: arterial trauma/dissection/perforation, severely tortuous with 60 degrees bends in the vessels.